Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed - unexpected restart. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. The customer's mother reported that she was receiving the unexpected restart code doesn¿t accept the battery been happening off and on using the battery really fast but the pump is still functioning. The customer's mother reported was trying to use the pump when the unexpected restart alarm occurred. The customer was advised that the insulin pump needed to be. The insulin pump will be returned for analysis.